Event description:
Reportedly, when the instrument was pulled, the surgeon made 5 half turns in order to tilt the anvil. The anvil did not tilt which demanded that the surgeon used add'l force in order to remove the instrument from the rectum. When the instrument was removed, the staple line came undone which required the surgeon to redo the anastomosis by hand. The pt is reported to be in good condition. No reported ill-effects to pt. Procedure: low anterior resection.